Event description:
Lead impedance trends are around 288 ohms and there was an alert triggered for low impedance of 190 ohms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).